Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right ventricular (rv) lead exhibited unspecified oversensing and had decreased sensing measurements. Programming changes were made. The patient was in stable condition.